Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. The reported difficulty advancing the device could not be replicated in a testing environment as it was based on operational circumstances. It should be noted the peripheral dilatation catheters (pdc), viatrac 14 plus, global, information for use (IFU), states: the viatrac 14 plus peripheral dilatation catheter is intended: to dilate stenosis in the peripheral arteries (iliac, femoral, ilio-femoral, popliteal, infra popliteal, renal arteries). For the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. In this case, it is unknown if the reported IFU violation caused or contributed to the reported complaint. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The rx trek device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the right common carotid artery. A 5x30mm rx viatrac plus balloon dilatation catheter (bdc) met resistance with the heavy calcification during advancement and ruptured at 5 atmospheres during the first inflation. A 4.0x30mm trek rx bdc also met resistance during advancement and ruptured at 10 atmospheres during the first inflation. An 8x25mm non-abbott stent was then implanted and post-dilated to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.